Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump in which channel c cannot open was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a defective pump head module-channel c due to a broken shuttle motor. The channel c pump head module was replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump in which the channel cannot be opened. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.